Manufacturer narrative:
Lee, christopher, et al. (2017) "extrapleural hematoma: a complication of jugular vein cannulation", american college of chest physicians 152(4) 508a. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that patient present with recurrent episodes of severe epistaxis which precluded her from receiving anticoagulation therapy, and a watchman ® laa closure device was implanted. The patient also sustained intraoperative hypotension which necessitated the placement of a right-sided internal jugular central venous catheters (cvc) for the delivery of norepinephrine to regain hemodynamic stability. Without the availability of ultrasound guidance, anatomic landmarks led to successful cannulation after a failed first attempt. Post procedural chest x-ray (cxr) revealed a near complete opacification of the right hemithorax and computed tomography (CT) scan of the chest confirmed a large apical hematoma. Thoracoscopic surgery was performed for clot evacuation due to persistence of the extrapleural hematoma (eph) despite the placement of chest tubes and conservative medical management. Subsequent cxr revealed a complete resolution of the eph and she was liberated from mechanical ventilation and vasopressor support.